Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam leak at the y fitting. No injury was reported.

Manufacturer narrative:
The customer replaced the fitting. A bci field service engineer (fse) verified the repair.